Event description:
It was reported that the tri-ports on the bd alaris¿ smartsite¿ extension set were discolored with foreign matter. The following information was provided by the initial reporter: "there is an entire lot number of discolored trifurcates which is leading us to doubt the integrity of the product."

Manufacturer narrative:
H6: investigation summary a complaint of sets coming discolored was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discolored could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20038e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tri-ports on the bd alaris¿ smartsite¿ extension set were discolored with foreign matter. The following information was provided by the initial reporter: "there is an entire lot number of discolored trifurcates which is leading us to doubt the integrity of the product."